Manufacturer narrative:
Gas delivery system.

Event description:
The international customer reported the ventilator alarmed due to pressure sensors and data acquisition pcba adc reference failures. The customer reported the device was in use and there was no patient harm. Occurrences of a pressure sensors failure and a data acquisition pcba adc reference failure during use in normal ventilation operation may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic history confirmed the failure occurrences as reported. The service technician replaced the data acquisition pcb board to motor controller pcb board cable and the gas delivery system as a precaution to address the reported problem. Applicable final testing was completed to operating specifications.